Manufacturer narrative:
The complained screwdriver ratcheting handle was not available for investigation because the distributor would like to keep it for training purposes and therefore the device was not returned. However, according to the provided pictures the reported event could not be confirmed related to the determination that the switch and its fixing screw for activating of the ratcheting and rigid function of the handle is still attached in contrast to some other screwdriver handles complained from thailand. The visual inspection of the provided pictures of the complained screwdriver handle revealed that a foreign screw with s cross pin for fixation of the black grip part was equipped to the handle which does not fit to the screwdriver ratcheting component system. Most likely, this points to the fact that the screwdriver handle was unauthorised disassembled and reassembled with a wrong screw not related to the component system comparable to other determined issues of previous performed investigation regarding screwdriver handle complaints from thailand. Generally, the screwdriver handle was marked with production code # (B)(4) which indicates that the handle was manufactured in 2013-jan. Furthermore, it was determined that the switch and its fixing screw for activating of the ratcheting and rigid function of the handle is still attached in contrast to some other screwdriver handles complained from (B)(6). On a closer look it seems that the slot of the screw shows damages and plastic deformations in turn in and turn out direction indicating that the device was unauthorised disassembled and reattached. According to the detections of the current provided pictures and the previous perfomed investigations (pi # (B)(4) as example) for which the pictures were also provided as well as the investigations for which the products were returned ((B)(4) as examples) the root cause can be attributed to a user related issue. Without regard to the current observations and previous investigation results the communication regarding the reported event was very confusing. Related to the reported event the mentioned switch (revolving & rigid) points to a similar screwdriver handle with catalog # 45-85000, however only used in the trauma & extremity system. This screwdriver handle with catalog # 45-85000 does not have a ratcheting mechanism but consists of an ao coupling mechanism with revolving & rigid function and two switches. Indications for any manufacturing related issue could not be determined in this investigation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. If the affected product is being returned at a later date an adequate investigation will be performed, the related project records re-opened and the result revised. The device was unable to be returned. However, pictures were provided of the device in order to assist in a visual inspection.

Event description:
It was reported that during a surgery a dissasembly of the switch mechanism had occured. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. This medical device remains in the field and currently is not available for return.

Event description:
It was reported that during a surgery a disassembly of the switch mechanism had occured. No patient involvement, no medical intervention and no adverse consequences were reported with this event.